Manufacturer narrative:
Concomitant medical product: ddbb1d1, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with near syncope. Upon device interrogation, the right atrial (ra) lead exhibited high thresholds, chronic low impedance, low p-waves and the implantable pulse generator (ipg) exhibited invalid atrial sensing trends data. The ra lead and ipg remains in use. No patient complications have been reported as a result of this event.